Manufacturer narrative:
(B)(4), date sent: 9/6/2023. Upon further review of the additional information provided, that the piece was retrieved, and the patient's post-operative care was not modified, this event is being captured as a malfunction.

Manufacturer narrative:
(B)(4). Date sent; 8/30/2023. D4: batch # 303c27. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload.  Visual analysis of the returned sample determined that two gst60b reloads (a and b) were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reloads. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload was received fully fired.  Device history review: a manufacturing record evaluation was performed for the finished device batch number 303c27, and no non-conformances were identified. Additional information was requested and the following was obtained: what attempts were made to try to remove the piece of blue plastic? : laparoscopy forceps were used to remove the piece. Approximate room size? Of the order of a millimeter. Has postoperative care been modified in any way? No. Does the surgeon think the blue piece is from a refill? Yes from the magazine or the stapler.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2023. D4: batch # unk. B3: exact event date unk, entered 1/1/2023 as only the year was provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot#: 767a29 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested and the following was obtained: please confirm if this was 4 reloads used or 4 different patient events. Several reloads have been used. Was the surgeon able to remove the small piece? No for this patient it was not possible. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What attempts were made to remove the blue piece? What surgical procedure was being performed? Approx size of the piece? Was post operative care altered in any way? Does the surgeon believe that the blue piece was from a reload? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, a little piece of blue plastic part was identified in the operating room. The surgeon could not remove this piece during the intervention. Several reloads had been used: it was impossible to identify the origin of this piece. No patient consequences reported.